Event description:
It was reported that during use intra aortic balloon (iab) experienced a catheter restriction alarm and a gas loss alarm occurred in an axillary inserted balloon catheter. Each alarm had gone off one time. There was no blood, discoloration, or flakes in helium tubing. The alarms were attributed to patient repositioning during sleep and resolved with adjustments. There was no harm reported to the patient.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: ((B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. An intermittent catheter restriction and gas loss alarms were found during use of an axillary-inserted balloon catheter. The frequent patient repositioning likely caused transient mechanical disturbances in the axillary iab catheter, triggering both the catheter restriction and gas loss alarms. These alarms were resolved through standard troubleshooting steps, indicating no device malfunction but rather positional interference due to the nature of the axillary insertion site and patient movement. Based on the event description, there was no malfunction of the iab; rather, the customer required assistance to navigate the proper use of the device. The navigation provided was not in response to an issue or failure, but solely to guide the healthcare provider in operating the iab correctly. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).

Event description:
N/a.